Event description:
The switch emitted fire. The unit has not been returned to co for inspection and may not be. No deaths or injuries have been reported. This report is being made to comply with regulatory letter 90-dt-12.